Event description:
A malfunction was reported by the customer, who indicated that the pump had been dropped on the tile floor in the kitchen. There was no information provided regarding any impact on the customer's blood glucose level. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy. Customer was advised by technical support to enter the pump into storage mode before returning it and was informed about the process upon receiving a replacement. A replacement pump was sent and the customer was instructed to return the malfunctioning pump within 10 days using a return box and pre-paid label.